Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator stopped while on a patient. Patient was removed from unit and place on a 3100b. No patient harm was reported.

Manufacturer narrative:
The carefusion service technician evaluated the ventilator and was unable to verify the reported complaint. Seventy two hour performance test passed without any abnormalities. Checked the pneumatic and electronic components. Found fv1 orifice was slightly out of tolerance. Readjusted fv1.